Manufacturer narrative:
(B)(4): eval, results: (stent thrombosis and revascularization).

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the proximal lad. It is reported that the pt suffered stent thrombosis with low platelet inhibition by plavix approx 3 days post index procedure. It is reported that a cardiac catheterization was performed and the proximal lad was found to be totally occluded before the stent. There was evidence of clotting inside the stent and also appeared to be a hazy lesion before the stent. There was successful coronary angioplasty and stenting of the proximal lad with a second endeavor stent performed. It was reported that the pt appeared to be resistant to plavix and was switched to effient. It is reported that the pt recovered with treatment.